Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post implant follow-up, the patient with this device presented with an open surgical wound. The physician elected to hospitalize the patient, provide antibiotic therapy and explant the device. The explanted device is not intended to be returned due to a high infection concern. No other adverse patient effects were reported.